Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. One kink was found on the catheter tubing approximately 47cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.038cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported after one day of intra-aortic balloon (iab) therapy, the console generated check iab catheter alarm and a balloon leak occurred. A new balloon catheter was placed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after one day of intra-aortic balloon (iab) therapy, the console generated check iab catheter alarm and a balloon leak occurred. A new balloon catheter was placed to continue therapy. There was no reported injury to the patient.